Event description:
It was reported capture issue and undersensing were observed. The lead was repositioned and measurements were normal after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.